Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure of this left ventricular (lv) lead, this patient experienced pericardial effusion during. The origin and cause was unknown. Pericardiocentesis drain was placed and one liter of venous blood was drained without further complication. The lead remains in service. No additional adverse patient effects were reported.